Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2017 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device unexpectedly showed elective replacement indicator (eri). Device data revealed that eri falsely triggered due to a rare lock-up condition. All parameters were restored to normal settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the implantable pulse generator (ipg) elective replacement indicator (eri) continued to be activated after being cleared. It was also noted that battery voltage is not measurable, the device exhibited high impedance and longevity shows more than seven years.